Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06-dec-2017 with the following findings: a review of the pump black box data showed evidence of alarms. During investigation, the pump was exercised for 24 hours with no alarms occurring. The pump was opened and no evidence of internal moisture or defects to the printed circuit board or internal components was found. The complaint of a call service alarm issue was shown in the pump history but was not duplicated during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.